Event description:
The customer contacted heartsine to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The pad-pak was returned to heartsine for evaluation. It was observed that the pad-pak's pins were bent and it could therefor not be installed in a known working device. It is unknown how the pins became bent. This pad-pak will be scrapped and the customer has received a replacement.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow up report.

Event description:
The customer contacted heartsine to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.